Manufacturer narrative:
20-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 17-oct-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Bleeding mouth [mouth haemorrhage]. Cut bottom inside lip in the corner / cut mouth [mouth injury]. Sore mouth [oral pain]. Swollen bottom inside lip in the corner [lip swelling]. Screw fell out and cut my mouth, bleeding and still a little sore now - oral-b brushhead [injury associated with device]. Screw fell out - oral-b brushhead [device breakage]. Product counterfeit [product counterfeit]. Case description: a (B)(6) year old female consumer reported spontaneously via phone on 26-jun-2017 that a screw fell out of an oral-b power oral care refills precision clean and cut her mouth while she was brushing her teeth with an oral-b power rechargeable toothbrush handle pro crossaction. She stated that it cut her bottom inside lip in the corner and this was swollen beginning on (B)(6) 2017. Her mouth was also bleeding and was still a little sore. This was not the first time the consumer had used these particular brush heads. Product use was discontinued on (B)(6) 2017. The consumer helped relieve the problem by rinsing her mouth out with cold water; no medical attention was sought. The swelling recovered on (B)(6) 2017, the bleeding recovered on an unspecified date, her cut had improved, and her mouth was still sore; the overall case outcome was improved. Relevant history: allergy/intolerance - gluten, wheat. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding mouth [mouth haemorrhage], cut bottom inside lip in the corner / cut mouth [mouth injury], sore mouth [oral pain], swollen bottom inside lip in the corner [lip swelling], screw fell out and cut my mouth, bleeding and still a little sore now - oral-b brushhead [injury associated with device], screw fell out - oral-b brushhead [device breakage]. Case description: a (B)(6) female consumer reported spontaneously via phone on (B)(6) 2017 that a screw fell out of an oral-b power oral care refills precision clean and cut her mouth while she was brushing her teeth with an oral-b power rechargeable toothbrush handle pro crossaction. She stated that it cut her bottom inside lip in the corner and this was swollen beginning on (B)(6) 2017. Her mouth was also bleeding and was still a little sore. This was not the first time the consumer had used these particular brush heads. Product use was discontinued on (B)(6) 2017. The consumer helped relieve the problem by rinsing her mouth out with cold water; no medical attention was sought. The swelling recovered on (B)(6) 2017, the bleeding recovered on an unspecified date, her cut had improved, and her mouth was still sore; the overall case outcome was improved. Relevant history: allergy/intolerance - gluten, wheat. No further information was provided.